Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report filed september 26, 2014.

Event description:
It was reported that the battery leaked. There was no allegation of injury associated with this complaint.